Manufacturer narrative:
The device was returned to olympus for investigation. The investigation revealed that the bending section and control knobs were found to be within spec. There was no evidence of fluid invasion; however, there was a leak noted from the bending section cover due to a cut. Numerous dents were observed on the insertion tube, which caused the image guide fiber bundles to break, negatively impacting the image. There was a restriction in the instrument channel at approx 10 cm from the distal end. The large dent on the insertion tube caused the restriction observed in the instrument channel. Olympus cannot conclusively determine the cause of the user's experience. This report is being filed in an excess of caution.

Event description:
The user facility has reported that during a procedure, a physician had difficulty removing the ureteroscope out of the pt's urethra. However, the procedure was successfully completed with the use of the same ureteroscope. There was no allegation of any harm to the pt.